Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was having some issues. They were on dilaudid and it was causing the patient to have unknown. The call dropped off the line. Additional information was received from a consumer regarding a patient who was receiving 10.0 mg/ml dilaudid at a dose of 0.481 mg/day. The patient was very anxious, scared, and talking fast throughout the call. It was stated that the patient was having trouble with the pump and didn't know what to do. The patient was feeling sick to his stomach and having hot flashes. The healthcare provider (hcp) turned the pump down one time and the patient was better and then felt worse in the mornings. The patient ¿felt like he was dying¿. The pain came back, they had hot flashes, sick to his stomach, nauseated, incoherent, and the patient¿s pain started hurting worse. The patient reported oversensitivity with touch where the pump is and when water hit is as well and stinging. The catheter placement was also sensitive and the whole body was sensitive since implant. The hcp increased the pain pump on (B)(6) 2016 and ever since the patient had felt terrible. The pain never went away. The patient was not sure if it was the catheter and would rather not have the pump in him. When the pump was first put in, the patient felt better and now he doesn't. The patient¿s constipation was getting worse; he felt like there was no movement in his bowels and has stuff to help it, but then gets night sweats and having trouble. The patient felt like he could pass out fall asleep at any moment, like he could throw up all day long since the patient had the pump increase, disoriented most of the time and getting sicker, and like he was worse off than he was before the pump. The patient can't get up and go out. It was reported that the first three days after implant, the patient was itching from the pump medications and it subsided and went away. A week after the pump implant, the patient tripped and fell. The hcp checked the patient out and everything appeared okay; it was a visual check and the hcp didn't do any diagnostics or x-rays. The patient had a preexisting right hip replacement surgery (B)(6) 2013 and the patient¿s right hip hurt after the fall and had been hurting ever since. The patient also had spinal surgery with a plate put in 2015. The surgeon took x-rays on (B)(6) 2016, all the patient¿s hardware and spine seemed to be alright. The patient was going to see their hip specialist on (B)(6) 2016. The patient had preexisting leg pain and they wanted to change by adding something to it. The patient stated they are concerned about the nausea. The patient was taking oral hydrocodone prior to the pump implant and the only issue the patient had before the pump was pain; they wanted to give the patient tylenol 4. The patient had not been feeling well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The dilaudid was causing the patient to pass out, was causing his body to shut down, have "weird feelings" and making the patient have weird thoughts, and the patient was concerned about harming himself from the weird thoughts. Additionally, the patient would be imagining things and would see things.

Event description:
Additional information received from a manufacturer representative reported he attended a dye study and rotor study on (B)(6) 2016. The representative stated no issues were found with the pump, and the hcp believed the patient was having issues with the dilaudid. The representative stated the hcp decided to switch the drug in the pump to morphine. The dilaudid concentration was 10 mg/ml with a dose of 0.5 mg/day. The unknown brand of morphine that was put in the pump had a concentration of 10 mg/ml with a dose of 0.5 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.